Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was observed during review of the device's history log. The device was put through extensive troubleshooting which included environmental and functional testing without any discrepancies. The analog board was replaced proactively. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown) ,the device prompted a "unit failed" message. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.